Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. The pse confirmed that the air flow was out of specifications. The pse replaced the flow sensor and the unit passed all testing. A gas delivery system (gds) was return for analysis. An investigation was performed and the root cause was isolated to be a faulty flow sensor.

Event description:
During preventative maintenance (pm), the product support engineer (pse) found that the device failed the airflow accuracy test (pvt test 5) at the 120 standard liters per minute (slpm) setting. There was no patient involvement reported.